Event description:
It was reported that patient experienced autoreducing. Lead diagnostics indicated the right lead had high impedances on contacts 9-16. Reprogramming was attempted by an abbott representative to no avail. Surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000118310. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.